Event description:
It was reported that the patient had a cyst in the spine that was infected. It was also mentioned that the patient was having pain at the upper back and having a lot of weakness in the legs. The patient underwent a scs explant procedure and was prescribed antibiotics. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1160 serial #: (B)(4) description: spectra wavewriter ipg kit the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a cyst in the spine that was infected. It was also mentioned that the patient was having pain at the upper back and having a lot of weakness in the legs. The patient underwent a scs explant procedure and was prescribed antibiotics. No further information could be obtained.